Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx des were implanted in the circumflex. Approximately 15 months post index procedure, patient suffered from cardiopulmonary arrest. Medication was given. Patient died on the same day. Death was classified as sudden cardiac death. Investigator assessed that the event was not related to index device or antiplatelets medication. Safety assessed that the event was possibly related to index device and antiplatelets medication.

Manufacturer narrative:
Additional information: investigator assessed that the event was possibly related to index device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: CPR was performed for 1 hour and 25 minutes. Cec adjudicated the event as cardiac death. If information is provided in the future, a supplemental report will be issued.